Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited low out-of-range impedance in unipolar configuration. Sensing and capture measurements remained stable, and impedance in bipolar configuration was in range. No programming changes were made and the patient would continue to be monitored normally.